Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. The patient's weight was updated. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the patient woke up today at 2am with burning at the pocket site. The patient is still in the post-op period and patient does not have the device turned on yet. The rep will be seeing the patient for post-op on thursday (B)(6) 2018. The patient did not feel like he had an infection. The patient's daughter pleated and noted slight warmth at the pocket site, but not overly warm. The patient noted no other symptoms consistent with infection. The patient was instructed to continue to watch for any swelling or redness. The issue has not been resolved yet. No further complications were reported. No additional patient symptoms were reported. Additional information received from a manufacture representative (rep) on may 1st. It was reported the cause of the warmth and burning at the pocket site was unknown. The rep noted the patient would be at post-operative by the cs team. The rep stated there were no actions taken yet, the rep told the patient to ice and keep the rep and healthcare professional (hcp) posted. It was unknown it the patient symptoms resolved. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported that rep saw patient in post-op appointment. Health care professional (hcp) checked the wound and said it was fine, patient had not had any further problem. Turned stimulator on, programmed, taught her to recharge and left appointment very happy. No patient symptoms or complications were reported in this event.